Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitreoretinal procedure the laser probe did not fit through the trocar. The case was completed using an alternate laser probe. There was no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
The customer reported that the illuminated laser probe did not fit through the trocar during surgery. The procedure was able to be completed by using another laser probe. There was no patient impact. The illuminated laser probe was received and a visual assessment of the returned sample was performed and no nonconformity was observed. The sample was inserted into a trocar cannula of the same gauge and passed through with no noticeable resistance. The laser probe tip was measured using the needle length gauge, where the nitinol and cannula tip lengths were found to meet specifications. The sample¿s outer cannula diameter was measured with an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02030-0.02040, meeting specifications. The laser probe was manufactured on june 8, 2017. There were (B)(4) probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. The product was found to meet relevant specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).